Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> it was reported pull off - suture needle. An empty opened foil, a detached needle and a suture piece of product code vcp946, lot pm2308 were received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. No suture remnant at the barrel hole and marks at the body needle appear to be by the use of a surgical instrument could be observed. The suture piece was examined, and the insertion mark was not observed since body fluid and tissue were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2020 and suture was used. While closing fascia tissue, unknown loop, the doctor was pulling the suture through tissue and the suture popped off the needle. A second like suture was opened and used to complete the procedure. There were no patient consequences reported.